Event description:
It was reported by service report that the head end of the bed drifts. Also, the footboard lockout lights do not light up. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Failed nut in lift motor.